Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The pump and equipment were not returned for evaluation and system controller data log files were not submitted. A root cause for the reported event could not be determined through this evaluation. The instructions for use warns that unplugging both power leads at the same time will cause the pump to stop. This document also explains removing both batteries at the same time from their respective battery clips will also result in a pump stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired at home. The patient was found unhooked from battery power. The hospital staff reported that they did not know if there were any pump issues at the time of the event. They also stated, "we have no further information, patient was at home, the family refused to bring in any equipment to troubleshoot. That's all the information we have."